Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent low blood glucose events while using the ilet pump, including an episode to 54 mg/dl after breakfast that was treated with oral glucose, despite multiple trainings and device resets, and the user expressed concern about lack of control over insulin delivery. Symptoms included hypoglycemia. Outcomes included unexpected medical intervention in the form of medication intake to treat low glucose. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no specific findings, with insufficient information to identify a medical device problem or a specific device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.